Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run. Air in tubing, patient not affected. Res vol: 90.6, rate: 2, given: 1.75 no further information available.